Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a (B)(4) registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the ring was explanted after an implant duration of approximately 4 years, 2 months due to severe mitral insufficiency. Per the op report, "(B)(4) demonstrated 3+ anterior-directed mitral insufficiency jet with what appeared to be prolapsing of the p2 segment... The mitral valve on inspection had actually quite nice coaptation of the leaflets. They were somewhat billowy consistent with chronic mitral valve prolapse. There appeared to be a small chordae tendineae ruptured in the middle of p2, with more normal-appearing chordae approximately 5 mm on either side. This was imbricated and brought back to the normal ports, and static testing showed excellent coaptation of the leaflets without any significant leakage. The old band, which really never reached the commissures on either side, was removed and a [edwards] 30 physio ii ring placed." Post-bypass, there was good function of the mitral valve without any significant leakage.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned; therefore, the ring could not be assessed for any malfunction or deficiencies. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. No further actions are possible with the available information.